Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Calcification: not observed. Capsular contracture: unable to observe since it is not related to the device. Lump/nodule: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed.

Event description:
Healthcare professional reported "grossly ruptured." CT scan demonstrated "significant peripheral calcification suggestive of capsular contraction....chronic stable left extracapsular silicone rupture." Mammogram demonstrated "extracapsular silicone implant rupture" and ¿asymmetric nodular soft tissue density noted¿. Later, healthcare professional confirmed "baker grade 4". The device has been explanted. This relates to the left side.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture, capsular contracture baker grade IV.

Event description:
Healthcare professional reported "grossly ruptured." CT scan demonstrated "significant peripheral calcification suggestive of capsular contraction....chronic stable left extracapsular silicone rupture." Mammogram demonstrated "extracapsular silicone implant rupture" and ¿asymmetric nodular soft tissue density noted¿. Later, healthcare professional confirmed "baker grade 4". The device has been explanted. This relates to the left side.